Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly to the printed circuit board however, the battery tube connector plugged back into the printed circuit board has was monitored and no blank display noted. The insulin pump received had scratched lcd window, cracked battery tube threads and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 133 mg/dl at the time of the call. A replacement insulin pump was shipped to the customer.